Event description:
At 8:22 p.m. On 2/12/98, the bed closest to the window in the room began to smoke from inside the equipment housing . (The head drive motor capacitor had vented). This caused scorching of the paint on the equipment housing. The pt was removed from the bed and the bed was taken outside the hosp. Hill-rom examined the bed and recommended the motor be changed as well because the wiring had been damaged.